Event description:
Pt reported that device's piston rod stuck and device made a "clunk" sound without a mechanical error being generated by the device. Pt reported that their blood glucose was affected (blood glucose=375 mg/dl. Pt self-treated high blood glucose with an insulin injection.